Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received stating the enteral feeding tube was in place for an estimated 4-weeks before the balloon burst. The user reported 3 ml of sterile water was used to fill the balloon. The patient received continuous feedings overnight. In the morning on (B)(6) 2015, the nurse went to disconnect the extension set and noticed the enteral feeding had dislodged from the stoma. The nurse noticed the balloon had burst. The nurse and caregiver tried to replace the tube but were unsuccessful because the stoma had closed. They then drove to the hospital where several attempts were made to replace the tube but eventually the health care provider had to dilate the stoma causing the patient some discomfort. The patient does not take any food or medication by mouth so they were unable to administer any pain medication. The patient was a high risk for bleeding, the health care providers did not place an intravenous access to administer pain medication. Furthermore, because the patient did not have a feeding tube in place, she missed all of her routine morning medications and feedings because she could take anything by mouth. The caregiver stated due to the repeated force of trying to replace the tube and dilate the stoma, the patient's stoma site became red and irritated. They placed silver nitrate around the stoma site at the hospital and the physician instructed the caregiver to continue applying it as prescribed. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The device history record for the lot number, aa5117f02, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was received and evaluated. The sample appears in generally clean condition. There is brown discoloration around the balloon proximal collar. The balloon exhibits a radial burst at the medial point. The balloon material was inspected under magnification. No obvious defect is observed on the material that could identify a potential point of origin for the burst. The balloon mold is #7. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).